Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited a lamp error. It is unknown, when the reported issue occurred. There were no reports of patient harm.

Event description:
Additional information received from the customer stated that the issue occurred during inspection for use for an unspecified diagnostic procedure.